Event description:
It was reported that right hip revision surgery is scheduled. Pain, limited mobility, particle disease and slightly high cobalt levels reported.

Event description:
Revision surgery was performed as scheduled.